Event description:
Received info that pump has stopped all insulin delivery. Reportedly, there was no impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.